Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device routine change out, the lead was connected to the new device and had hv lead impedance. Programming changes were made. The lead was left implanted and hooked up to the new ICD but will not be used. The patient was stable.